Event description:
The hospital reported that during an endoscopic vein harvesting procedure and after plugging everything in, the harvester went to use the hemopro tissue welder and it did not function accordingly. Another hemopro tissue welder was used to complete the procedure, and everything worked fine. The hospital reported no patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were no non-conformities and the device showed minimal signs of clinical usage. The device did not pass the pre-cautery test. The failure mode "failure to deliver energy" was reproduced and the complaint is confirmed. A review of the device lot history was performed, and there was no nonconformance which could have attributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional information is obtained. (B) (4)